Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept getting a no delivery alarm on the insulin pump. They had a high blood glucose level of 400 mg/dl in the morning. Their current blood glucose level was 220 mg/dl. Troubleshooting was performed. Insulin did not exit. It was explained that the alarm may have been caused by an infusion set or reservoir occlusion. They were advised to change the infusion set and reservoir. They declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis. The reservoir and infusion set will both be returned for analysis.